Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the reported event is due to wear/degradation. However, a root cause is unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observer during evaluation of the ultrasound gastrovideoscope, the glue on the transducer probe was cracked and the forceps elevator adhesive was missing. There was no patient involvement.